Manufacturer narrative:
The company service representative examined the system and could not confirm the reported event of ¿put itself in security¿, but rather noted that the issue can be attributed to customer use. The customer did not know how to use the laser probe, emitting the laser for too long. This would cause the cavity to heat and the energy to drift, causing the system to go into standby to readjust the energy to the requested set point. Additionally, the cassette recognition issue could not be confirmed or replicated. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the standby issue can be attributed to customer use. The root cause of the cassette recognition issue is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received the event occurred during a surgical procedure. The laser put itself into "security" as the surgeon made a series of shots in repetitive mode (800 shots) the system made a short pause, to settle on the power of instruction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the laser put itself in security mode during laser firing and there was a cassette recognition issue. Timing of the event and patient impact are unknown. Additional information has been requested but not received.